Event description:
It was reported that there was p-wave undersensing and the atrial lead trends appeared somewhat unstable. The right atrial (ra) lead remains in use. No patient complications have been reported as a result of this event.